Event description:
The customer used the device to check their blood glucose and obtained a result of 449 mg/dl. They took insulin based upon the reading and passed out. An ambulance was called and they were taken to the hosp where their glucose level was 29 mg/dl. They were treated with an IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.